Event description:
The pt originally had an aneurx device implanted and developed a distal endoleak (date of original procedure unk) . In 2009, pt was treated with a limb extension and resolved the leak. The MDR being filed due to aneurx failure.

Manufacturer narrative:
Report involved a medtronic aneurx excluder device. No conclusion can be drawn.